Manufacturer narrative:
Reporting institution name - (B)(6). Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a batter failure. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips field service engineer (fse) evaluated the device and confirmed the customer's issue (battery failure). The fse downloaded the event log and noted that the log had a 1124 error code (check vent: battery failed). As a result, the fse replaced the battery to resolve the issue. The device was fully functional.